Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application crashed during narcotic transactions due to invalid storage space keys and null reference exceptions. This issue specifically affected auxiliary drawer 6 - pocket a1 (levothyroxine) and auxiliary drawer 5 - pocket c1 (lorazepam). A technical support specialist (tss) unloaded and reloaded the medication; however, the drawer eventually failed to open. Further investigation revealed the presence of ghost medications in the database that were not visible in the application, causing inconsistencies in the auxiliary drawers. The tss attempted to resolve the issue by unloading medications, deleting and reconfiguring the auxiliary drawers, performing database drop and resynchronization, and using unload scripts as per the knowledge article "manually unloading storage spaces: es 1.6.x-1.11.x." However, errors related to a null facilitykey in the transaction session prevented proper cleanup. The tss later found that orphaned auxiliary pockets were caused by improper script usage in a previous version, which left inconsistent storage space records. Corrective database scripts were executed to remove the orphaned pockets, and the remaining storage spaces were verified as clear. The station was then successfully deleted from the server. The customer confirmed that the issue was resolved and provided approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the application froze when accessing narcotics. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.